Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter (aus) device after experiencing recurring incontinence. It is presumed that the previous implant was placed too soon after prostatectomy. A patient outcome of no complications was reported.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) device after experiencing recurring incontinence. It is presumed that the previous implant was placed too soon after prostatectomy. A patient outcome of no complications was reported.